Event description:
Reportable based on analysis completed 13 sept 2018. It was reported that failure to insert the an ancillary device through the isleeve occurred. A 14f isleeve introducer sheath was successfully prepared and inserted. During insertion of a non-bsc balloon, the physician felt a big resistance when going through the hemostatic valve. Although it was possible to advance the balloon until it was 5cm outside the distal part of the sheath. At this point, the resistance increased so much that the physician could not go further. The physician was able to remove the balloon. The physician elected to exchange the isleeve with a lotus introducer sheath to continue the procedure. The same balloon was able to be used with the lotus introducer sheath. The procedure was completed without patient complication and no patient harm. However, returned device analysis revealed seam tears on the isleeve. Device evaluated by MFR: the isleeve was received with the dilator in the sheath. The device was bloody. The sheath and tip were microscopically and visually inspected. Inspection revealed tip damage (split with jagged edges), numerous kinks throughout the sheath. Two of the three seams were partially open with crazing at the edges of the open area (as expected from use). Functional testing with a balloon device could not be conducted, as the device used in the procedure was not returned for analysis, however; a lab supplied .035 guide wire was advanced through the hemostatic valve without issue. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Damage to the device is typical of use in the anatomy/procedure. There was no evidence of any damage or irregularities contributing to the reported difficulty advancing through the hemostatic valve, which could not be confirmed because the clinical circumstances could not be replicated.

Event description:
Reportable based on analysis completed 13 sept 2018. It was reported that failure to insert the an ancillary device through the isleeve occurred. A 14f isleeve introducer sheath was successfully prepared and inserted. During insertion of a non-bsc balloon, the physician felt a big resistance when going through the hemostatic valve. Although it was possible to advance the balloon until it was 5cm outside the distal part of the sheath. At this point, the resistance increased so much that the physician could not go further. The physician was able to remove the balloon. The physician elected to exchange the isleeve with a lotus introducer sheath to continue the procedure. The same balloon was able to be used with the lotus introducer sheath. The procedure was completed without patient complication and no patient harm. However, returned device analysis revealed seam tears on the isleeve. Device evaluated by MFR: the isleeve was received with the dilator in the sheath. The device was bloody. The sheath and tip were microscopically and visually inspected. Inspection revealed tip damage (split with jagged edges), numerous kinks throughout the sheath. Two of the three seams were partially open with crazing at the edges of the open area (as expected from use). Functional testing with a balloon device could not be conducted, as the device used in the procedure was not returned for analysis, however; a lab supplied .035 guide wire was advanced through the hemostatic valve without issue. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Damage to the device is typical of use in the anatomy/procedure. There was no evidence of any damage or irregularities contributing to the reported difficulty advancing through the hemostatic valve, which could not be confirmed because the clinical circumstances could not be replicated.